Manufacturer narrative:
(B)(4). Investigation summary the analysis found that one (B)(4) device was returned with no apparent damage and with one cartridge reload loaded on the device. The reload was received fully fired and cartridge body was damaged. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. The event described could not be confirmed as the device performed without any difficulties noted. The damage on the cartridge is consistent with when the device is fired over an already existing staple line. When this happens, the knife plows the staples on the cartridge deck and shaving may occur. Upon visual inspection of two photos, the following was observed: the photos show tissue with some staples properly formed. No malformed staples could be observed. Based on the photos reviewed, the event described cannot be confirmed.

Event description:
It was reported that during a laparoscopic hepatectomy, the surgeon stated that she closed the device on portal vein. The approximate size of vein was 11mm. When fired, only 2/3 of vein was stapled and the other 1/3 looked ¿crumpled.¿ the surgeon described them as partially formed and not in a b-shape. Suture was used to complete the procedure. The surgeon confirmed that everything within the jaws was proximal and nothing in tip. There were no reported issues of loading and an experienced scrub tech loaded device. Unknown if it was on the first or second firing. There were no patient consequences.